Event description:
It was reported that a wireless module would not connect to the customer's network. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The wireless module was received and evaluated by baxter. The module was received inoperable due to a "check battery" condition. The module failed due to a failed li-ion battery pack rendering the unit un-repairable. The un-repairable unit was removed from service.